Event description:
During a laparoscopic hysterectomy procedure, after the scrub tech cleaned off the tip of the device, the clamp pad was loose. The case was completed with another like device. There was no patient consequence.